Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.1 had row board errors. The field service engineer had reseated the row board cable on drawers 4.1 and 6.1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name e1. (B)(6).

Event description:
It was reported when using then bd pyxis¿ medstation¿ es auxiliary, there was row board error in auxiliary drawer. The customer reported that the malfunction occurred while user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.